Manufacturer narrative:
(B)(4). Retainer ring = black, the pump was returned for a cosmetic damage located at the back found on aug 12, 2021. Pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. The original pcb 2 was cleaned using isopropyl alcohol and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcb 1 was cleaned using isopropyl alcohol and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. Blank display was confirmed due to corrosion on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed located at the back of the pump. Blank display was confirmed due to corrosion on the electronic assembly. Unable to download history files and traces confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.